Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter displayed the battery indicator icon and the meter does not turn on. The pt did not experience any symptoms or seek any medical attention due to the reported issue. The pt did not take any action regarding diabetes treatment due to the issue. It was determined during the troubleshooting telephone call, there was no meter trauma or misuse of the product. The pt changed the battery per the owner's manual. This complaint is being reported because the product issue could not be resolved through troubleshooting. The product did not cause or contribute to any injury because the pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.